Manufacturer narrative:
(B)(4). The patient's initial episode of peritonitis occurred on an unspecified date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. The patient was treated with unspecified antibiotics for the event. On a later date, the patient experienced and was hospitalized for recurrent peritonitis. The peritonitis events manifested as cloudy effluent. The patient was discharged from the hospital but was readmitted a few days later after experiencing cloudy effluent. The patient had not yet recovered from the peritonitis and remained hospitalized. No additional information is available at this time.